Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2015-00089: case 1, MDR 3025141-2015-00090: case 2, MDR 3025141-2015-00091: case 3, MDR 3025141-2015-00092: case 4, MDR 3025141-2015-00093: case 5, MDR 3025141-2015-00095: case 7, MDR 3025141-2015-00096: case 8.

Event description:
Surgeon experienced a post op crack in the bone when using aculoc 2 plates and 3.5mm hexalobe screws.